Event description:
It¿s reported that the locking ring on a 3.5mm x 14mm self-tapping anchor-c screw splayed during insertion. It was backed out, discarded, and replaced with a duplicate screw.

Event description:
It¿s reported that the locking ring on a 3.5mm x 14mm self-tapping anchor-c screw splayed during insertion. It was backed out, discarded, and replaced with a duplicate screw.

Manufacturer narrative:
Method: device history review. Results: the lot # is not known and the device was not returned because it was discarded at the hospital. However, the established causes of the event are: freehand use during screw insertion; inserter loosening during surgery; inserting not fully threading; user unfamiliar with system; interaction between cage/screw/inserter; outer diameter of clip is too large and general use error. Conclusion: without the returned product, a likely root cause could not be determined for the reported event.